Manufacturer narrative:
(B)(4).

Event description:
It was reported that the lead was damaged during an implantation procedure. The first lead was frayed. After the lead was changed out everything was back to normal. No patient information was obtained. Additional information has been requested, but was not available as of the date of this report.